Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient presented emergently to the facility with a ruptured abdominal aortic aneurysm. Three gore® excluder® aaa endoprostheses were implanted to treat the rupture. The procedure was completed with no evidence of endoleak. On an unknown date, follow-up examination reportedly revealed aneurysm enlargement of 5-10 mm. A type ii endoleak originating from the iliolumbar artery was reportedly observed. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby the iliolumbar artery was coil-embolized to treat the type ii endoleak. The endoleak was resolved and the patient tolerated the procedure.